Manufacturer narrative:
A united states (us) customer contacted siemens to report that a 4274 ise calibration slope error was generated from the ion selective electrode (ise) module on an advia 1800 chemistry system. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the ise module. The cse found salt deposits around the ise module. The cse cleaned the ise module, checked the ise mixer and the ise electrodes. The cse ran calibration and quality control (qc) materials with acceptable results. The cause of the 4274 ise calibration slope error is unknown. The system is performing within specifications. No further evaluation of this system is needed.

Event description:
The customer contacted siemens to report that a 4274 ise calibration slope error was generated from the ion selective electrode (ise) module on an advia 1800 chemistry system. The error is posted in the alarm log and the error informs the operator to repeat the ise calibration. Sodium, potassium and chloride patient sample test results were flagged with an asterisk (*) indicating a calibration error. The initial test results were not released to a physician. There are no reports of injury or a delay in reporting test results due to the event.